Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for active exhalation valve opened - closed during testing. The device's active exhalation control module was plugged in and the unit was reassembled. The device passed all the tests.